Manufacturer narrative:
(B)(4). The cause of the reported and confirmed problem was defective raw material supplied by an external supplier. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A nurse reported to baxter (B)(4) of a buretrol IV solution set in which the customer observed a leak in the set from an unknown location. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a buretrol IV solution set in which the customer observed a leak in the set from an unknown location was confirmed during sample evaluation. Actual defective sample was returned at the plant for evaluation. No defect was observed during visual inspection. The returned sample was tested for gravity and underwater at 0.56bar and the sample?s analysis showed that the seal chamber was defective leading to the leak. The assignable root cause of the reported condition is unknown. Additional information: the batch number was found on the packaging of the returned sample. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.